Manufacturer narrative:
Patient information and initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that a system error occurred and ventilation stopped while this ht70 ventilator was in use on a patient at home. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation and replaced a part. The specific part was not identified at this time. The unit was returned for use in working condition. No product was returned to medtronic. Failure confirmation, root cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. After good faith efforts made, there is insufficient information about the failure and contributing cause. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a system error occurred and ventilation stopped while this ht70 ventilator was in use on a patient at home. The patient was ventilated via an ambu bag and then placed on an alternate ventilator without injury.

Manufacturer narrative:
Additional code added to section h6 evaluation code method. Correction to section h6 evaluation code result and conclusion. H3 device evaluation summary: updated due to additional information received. Medtronic conducted an investigation based upon all information received. It was reported that a system error occurred and ventilation stopped while this ht70 ventilator was in use on a patient at home. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation but could not confirm or duplicate the reported event. A single board computer (sbc) was replaced as a preventative action. The unit was returned for use in working condition. The investigation found the device to function normally. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d9 was updated due to part return additional code added to section h6 evaluation code method. H3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that a system error occurred and ventilation stopped while this ht70 ventilator was in use on a patient at home. The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation but could not confirm or duplicate the reported event. A single board computer (sbc) was replaced as a preventative action. The unit was returned for use in working condition. One sbc pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no m alfunction or product deficiency observed. The investigation found the device to function normally. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.